Manufacturer narrative:
Additional information received on 16 may 2019 indicating that the reported issue occurred during the preventative maintenance testing procedures. There was no patient involvement in the reported event.

Manufacturer narrative:
Device analysis: one cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved delivery accuracy testing. Three separate delivery accuracy tests were performed with at least one test showing that the pump's delivery accuracy was outside the manufacturing specifications. Based on the investigation the reported issue was duplicated; the complaint allegation was confirmed. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed volumetric accuracy test. No known adverse effects to patient.